Manufacturer narrative:
The reported event is unconfirmed. Received five (5) photo samples. All photo samples showcases an overview 2-way catheter with cut portion of inlet tubing and a straight tipped syringe. Received one (1) used 2-way catheter with cut portion of inlet tubing and a straight tipped syringe (without original packaging). Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon deflated passively with no cuffing or leaks noted. His is within specification per inspection, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. The review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley balloon did not inflate. Per follow up information received via ibc on 02oct2023, the customer confirmed that the device was not used on the patient.

Event description:
It was reported that the foley balloon did not inflate. Per follow up information received via ibc on (B)(6) 2023, the customer confirmed that the device was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.